Manufacturer narrative:
Baxter received and evaluated the device. A service history review was completed and revealed the evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be an out of specification upstream thermistor, with ultrasonic sensor replacement required. All required service actions were completed in the last service cycle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was reproduced. A review of the event history log identified system error 35 messages. The cause was determined to be out of specification upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.